Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test and gave a "no shock advised" prompt. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference section b3. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report for the device failing self test was duplicated and attributed to defective processor bridge pace board. The bridge board was replaced to remedy the report. For the customer report related to a shock advised on a non-shockable rhythm, our investigation concluded the device met specification. Review of the electronic data suggests patient movement or CPR during the analysis was a factor in the algorithm decision. During an analysis motion should be minimized including not touching the patient in accordance with the operators guide. Analysis of reports of this type has not identified an increase in trend.